Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, while attempting to advance the electrode through a metal needle guide, the insulation was peeled. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the insulation on the cannula had peeled 9.9 to 11.1 centimeters and 12.0 to 12.3 centimeters distal the handle. Functionally, the array was able to be extended and retracted without issue. When extended, the array tines were found to be evenly spaced and undeformed. The condition of the returned incident device was consistent with the complaint that the device insulation peeled. Information was received from the account which confirmed the use of a metal needle guide with the electrode. The directions for use (dfu) caution the user of potential complications if a metal needle guide is used. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, while attempting to advance the electrode through a metal needle guide, the insulation was peeled. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)